Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) to treat a pseudo-aneurysm using penumbra coil 400s (pc400s) and a px slim delivery microcatheter (px slim). During the procedure, the physician successfully implanted two coils. While introducing a pc400 to the target vessel, the physician encountered slight resistance before it prematurely detached. It was reported that one third of the coil was in the aneurysm and the rest was contained in the px slim. Therefore, the physician used a non-penumbra stent retriever and a non-penumbra device to successfully retrieve the pc400. The procedure was completed using a non-penumbra stent device and the same px slim. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device associated with this report was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was discarded. Therefore, without the return of the device, the root cause of the problem cannot be determined. Based on this information, corrections were made to: section d. Box 10. Device available for evaluation? (Do not send to FDA); section h. Box 3. Reason for non-evaluation; section h. Box 3. ''Other'' reason for non-evaluation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.